Event description:
It was reported to adac that when the site used a stereotactic localizer with external beam, the source to skin distance was incorrect. An inaccurate ssd could lead to incorrect hand calculations and presents incorrect pt setup info. There were no reports of injury from this issue.